Event description:
The company received information that suggests that the customer is having difficulty clipping the inner cannula to the outer cannula. The customer states that the inner cannula that was initially received with the trach tube connects properly but that it is the replacement inner cannulas that are not connecting easily to the outer cannula. The customer reported that the ventilator circuit pulled out the inner cannula from the outer cannula thereby disconnecting the patient from the ventilator. The customer reported that there was no harm to the patient.